Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing outputs. The patient had previously underwent a generator changeout procedure and the outputs improved slightly. Subsequent information was received that this product had fractured and was replaced with a competitor's product. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that this product was not capturing prior to changeout.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this product was returned severed. The clinical observation was confirmed as this lead was fractured. Due to the location of the fracture, it is consistent with a fatigue fracture near the suture sleeve tie down area.